Event description:
It was reported that the customer experienced a cartridge alarm 20 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer will continue using their current pump as interim therapy, while tandem technical support arranged for a replacement pump to be sent with updated software and offered training through the tandem source account.